Event description:
Customer reported that anchors broke during insertion. The surgeon pre-drilled the site and used the correct threaded dilator. It was confirmed that the anchors broke at the distal tips within the threaded area. The broken pieces were not removed form the pt; they remain embedded in the bone. A back-up device was available to complete the procedure. The surgeon did pre-drill and tap the site prior to attempted insertion. The ao-2 finger technique and axial alignment were reported to have been maintained. The surgeon did not experience any delay as a result. Customer reported that no pt injury occurred.